Event description:
It was reported that during an open colon procedure, the device was fired across the colon. The surgeon visually checked the staple line and identified the device had not stapled and the staple line was open. The surgeon the performed an ileostomy and closed with suture. The procedure was extended 3 hours. One device is being held by risk management. It is unk if any units of blood were required. No extended time in ICU was reported. Additional info has been requested but not yet received.

Manufacturer narrative:
Info anticipated, but unavailable at this time.